Manufacturer narrative:
(B)(4). Evaluation: no product has been returned for evaluation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of sheath insertion difficulty is not able to be confirmed. No product was returned for evaluation. If the product is returned at a later date, a full investigation will take place. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the theatre the md intended to complete an ablation of varicose veins. The md has performed this procedure for a long time and uses the cp-(B)(4) for all cases. The md encountered difficulty in advancing the sheath over the spring wire guide (swg) into the saphenous vein at the fibrous sheath surrounding the saphenous vein just above the knee; it bent the swg. As a result, the attempt was unsuccessful. There was a reported delay in therapy however no reported harm to the patient noted. Reference MDR #9680794-2016-00061 for the second event and MDR #9680794-2016-00062 for the third event involving the same patient.

Manufacturer narrative:
(B)(4). Evaluation: no product has been returned for evaluation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of sheath insertion difficulty is not able to be confirmed. No product was returned for evaluation. If the product is returned at a later date, a full investigation will take place. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the theatre the md intended to complete an ablation of varicose veins. The md has performed this procedure for a long time and uses the cp-(B)(4) for all cases. The md encountered difficulty in advancing the sheath over the spring wire guide (swg) into the saphenous vein at the fibrous sheath surrounding the saphenous vein just above the knee; it bent the swg. As a result, the attempt was unsuccessful. There was a reported delay in therapy however no reported harm to the patient noted. Reference MDR #9680794-2016-00061 for the second event and MDR #9680794-2016-00062 for the third event involving the same patient.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was an 7fr saf sheath and dilator. The sample was returned in a sealed bio-hazard bag. Upon return, the dilator was inserted within the sheath. The sheath hub and dilator hub appeared typical. The sheath tip appeared typical. The dilator tip was noted damaged. No blood was noted. No other damage or abnormalities were noted. The inner diameter of the sheath tip measured 0.097in and met specifications. The inner diameter of the dilator tip measured 0.039in and met specifications. A lab inventory 0.025in guidewire was back loaded through the dilator hub. No resistance was noted; the guidewire exited the dilator tip. No blood or debris was noted. The guidewire was front loaded through the dilator tip. No resistance was noted; the guidewire exited the dilator hub. No blood or debris was noted. The sheath was inserted into the t-tube and pressurized to 200mmhg. The sheath and sidearm did not leak. The dilator was easily inserted and withdrawn from the sheath. See other remarks section. Other remarks: a device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of sheath difficult to advance in patient is confirmed; however, the sheath passed functional testing and dimensional specifications. The dilator tip was found damaged upon return. CAPA (B)(4) was previously opened to investigate this issue. Corrective actions have been established for this issue on (B)(6) 2016, and this device was manufactured prior to the release of those corrective actions.

Event description:
It was reported that while in the theatre the md intended to complete an ablation of varicose veins. The md has performed this procedure for a long time and uses the cp-(B)(4) for all cases. The md encountered difficulty in advancing the sheath over the spring wire guide (swg) into the saphenous vein at the fibrous sheath surrounding the saphenous vein just above the knee; it bent the swg. As a result, the attempt was unsuccessful. There was a reported delay in therapy however no reported harm to the patient noted. Reference MDR #9680794-2016-00061 for the second event and MDR #9680794-2016-00062 for the third event involving the same patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the theatre the md intended to complete an ablation of varicose veins. The md has performed this procedure for a long time and uses the cp-08703 for all cases. The md encountered difficulty in advancing the sheath over the spring wire guide (swg) into the saphenous vein at the fibrous sheath surrounding the saphenous vein just above the knee; it bent the swg. As a result, the attempt was unsuccessful. There was a reported delay in therapy however no reported harm to the patient noted. Reference MDR #9680794-2016-00061 for the second event and MDR #9680794-2016-00062 for the third event involving the same patient.